Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1592 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1592) have been reported from the same facility. The device has yet to be returned for evaluation.

Event description:
It was reported by the facility, via medwatch, that the patient had a right groshong placement and they noticed 4 days later that the red part of the lumen became disconnected from the groshong catheter. It was noted that it was just found "undone" from the catheter while chemo was infusing.